Manufacturer narrative:
(B)(4). B3: exact event date unk, entered 1/1/2026 as only the year was provided. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 5dcs device was received with damage to the tip of the end effector. Additionally, the opened packaging was returned with the device for evaluation. Functional testing revealed that the device exhibited difficulty during opening and closing, attributable to the damage identified at the tip of the end effector. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. Device history review: a manufacturing record evaluation was performed for the finished device batch a97837 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, rachet grip tight, as per doctor¿s description; hard to open & close. No patient consequences were reported.